Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Log file analysis: a review of the controller log files associated with the event showed a decrease in power consumption and estimated flow. Waveform trends of this nature may be indicative of an occlusion or change in patient state. A review of the controller log files associated with the event showed a decrease in power consumption and estimated flow. Waveform trends of this nature may be indicative of an occlusion or change in patient state. Pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a decrease in power consumption. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. However, photos of the explanted pump sent by the site revealed thrombus at the inflow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to occlusion event that might have occurred due to thrombus at the inflow cannula. The device was returned for evaluation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event, though log files indicated a decrease in power consumption the date of the reported event. The patient's anticoagulation status at the time of the reported event is unknown. Additionally the site reported that during the exchange procedure a large thrombus was extracted from the inflow cannula; and after implantation and start of the new pump, thrombi were detected in the left atrium. Clinical factors that may have contributed to the patient outcome include a prolonged operative period which resulted in intra-operative complications requiring multiple transfusions and temporary rvad support. The patient was never able to recover from the procedure and expired after developing multi-organ failure. The most likely root cause of the reported event was thrombus development at the inflow cannula. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms which includes inflow cannula obstruction. Guidelines include assessment of the patient and device status and the related potential actions. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the alarm thresholds and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the distributor in (B)(6) that the physician reported the patient admitted with low flow with concomitant low power. The patient had signs of heart failure with shortness of breath, was put on dobutamine and stabilized. Echo evaluation was performed and the decision was made for pump exchange. The patient died on (B)(6) 2015 due to multiple organ failure with possible causes reported by the physician as the following: long extracorporeal cardiac circulation (ecc) approximately 8 hours as there was difficult dissection. First there was a small thoracotomy for exchange, the pump was exchanged with a large thrombus was extracted from the vad inflow and after the new pump was started, thrombi in the left atrium were detected. The pump was stopped to remove thrombi. For that a sternotomy was needed "which took again long dissection". The patient needed massive transfusions. Temporary rvad support was needed. The patient had massive rhythm problems and multiple defibrillations. Preliminary log review by the manufacturer on (B)(6) 2015 found no alarms had been logged in the last 14 days of available data. A decrease in power consumption was observed starting (B)(6) 2015 to current parameters below the normal operating range.